Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, at the time of side-to-side anastomosis during gastrojejunal reconstruction, the green button of the powered handle did not illuminate after several firings. After reconnecting the reload, the green button illuminated, but the firing immediately stopped. Upon checking, the staple of the reload in the proximal part appeared by a bout 1cm. Another handle, adapter, shell, and reload were used to complete the case. There was no patient injury.